Event description:
The customer reported that suddenly the image of fluoro turned coarse and not clear, like a view in a sandstorm. They tried a system reboot but it did not solve the problem.

Manufacturer narrative:
The previous MDR was submitted with the incorrect year. This is the correct MDR for this date and serial number.